Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. Final analysis found that as received, a complete lead was returned in one piece. X-ray examination showed that the inner coil inside the connector region was over torque consistent with procedural damage. Stylet could not be inserted through the proximal end of the lead due to over torqued inner coil at the connector region which is consistent with procedural damage. The cause of the reported event was isolated to over torqued inner coil. All other damages were sustained during the procedure.

Event description:
It was reported that during an initial implant procedure, the guidewire was difficult to insert into the right ventricular lead. The lead was not used and replaced by a new lead. There were no patient consequences.